Manufacturer narrative:
Patient information was unavailable from the site on (B)(6) 2017 replacement batteries were shipped to site. On (B)(6) 2017 a medtronic representative replaced the batteries and performed a system checkout. System passed all tests and is functioning as intended. The suspected batteries were not received by manufacturer for evaluation.

Event description:
A medtronic representative reported that the motion batteries of the imaging system are low. No patient was present at the time of the issue.

Manufacturer narrative:
Correction: no patient information provided as no patient was involved in this concern. This motion batteries were discarded at the site and will not be returned to manufacturer for analysis.